Event description:
I bought a toothbrush / toothpaste set on (B)(6) 2019. It was hello brand and the label stated it was for use by babies 3 months - 2 years of age. I attempted to use the product that night with my (B)(6). I rinsed it off straight out of the package, applied the toothpaste and added a little more water. I then put it in his mouth for a second, pulled it out and noticed something black in the bristles. I pulled it out and realized it was a piece of metal. I was completely shocked and distraught at the situation. I immediately contacted the company via e-mail and relayed how serious and dangerous this can be and how it has affected our family. (B)(6). Purchase date: (B)(6) 2019. The product was not damaged before the incident. The product was not modified before the incident. I have the toothbrush and have contacted the distributor. They have explained that they have contacted the MFR. (B)(4).